Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The reporter contacted lfs alleging that the pt's one touch ultra meter would not power on when inserting a test strip or pressing the m button. The reporter indicated that she had recently replaced the battery in the reported meter and the meter would work intermittently. At the time of concern, the pt tested her blood glucose on another device; the results are not known. The pt did not experience symptoms of high or low blood glucose level at the time of concern and took no actions following testing. The reporter stated she tests the pt's blood glucose 5 to 8 times a day. The reporter contacted the pt's med professional for advice and received no treatment. She was advised to contact lfs. The customer service rep verified that the test strips were correct and that the battery was installed correctly. The battery was last replaced less than one year ago and the battery contacts are in good condition. The csr confirmed that the meter would not power on when the power button was pressed. The pt neither alleged harm nor experienced injury or med intervention. Based on the unresolved power issue, there is an indication that the product malfunctioned and the event meets the criteria for med device reportable. The meter was replaced.